Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The device remains implanted in the patient and was therefore not returned to edwards lifesciences for evaluation. In this case, it appears that patient factors (i.e. Borderline annular area of 541.8mm2 by CT with moderate-severe lvot calcification) may have contributed to the aortic root rupture. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: chakravarty, tarun, justin cox, yigal abramowitz, david lange, masaki miyasaka, suhail dohad, wen cheng, and raj r. Makkar. "Percutaneous management of aortic root rupture during transcatheter aortic valve replacement with coil embolization." Circulation: cardiovascular interventions 11, no. 2 (2018): e005590.

Event description:
Per article, "percutaneous management of aortic root rupture during transcatheter aortic valve replacement with coil embolization", post procedure of a 29mm sapien 3 valve in the aortic position, a large pericardial effusion was noted. Immediate pericardiocentesis was performed. Selective injection into the coronary cusp resulted in the identification of the site of the aortic root rupture. Using a microcatheter, 4 coils were deployed in succession with successful occlusion of the aortic root rupture site. Pre-tavr computed tomography revealed annular area 541.8mm2, mean diameter 26.3mm and moderate-to-severe left ventricular outflow tract calcification.